Event description:
Segments in the display are missing. While on the phone a review of the system was conducted. It was learned that the entire "hundred unit" and a small portion of the "tens unit" is missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.